Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) could not be completed due to the programmer requiring a reset. A boston scientific technical services consultant discussed that the device most likely has a newer software version than the programmer. The health care professional did not want to connect to the internet to update the programmer or check for a different programmer within the facility. The caller was going to contact the local boston scientific field representative for assistance. It was noted this patient was getting frequent interrogations due to radiation treatment. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (sicd) could not be completed due to the programmer requiring a reset. A boston scientific technical services consultant discussed that the device most likely has a newer software version than the programmer. The health care professional did not want to connect to the internet to update the programmer or check for a different programmer within the facility. The caller was going to contact the local boston scientific field representative for assistance. It was noted this patient was getting frequent interrogations due to radiation treatment. The device remains in service and no adverse patient effects were reported. It was reported that subsequent attempts to interrogate this device with an upgraded programmer were successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.